Event description:
Data was provided for evaluation. Signal loss was observed on 10/26/2024 and the probable cause could not be determined, additionally sensor failure was observed at 10/27/2024 and the probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code - 4591 decreased level of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2024. On approximately (B)(6) 2024, the patient reported that the dexcom mobile app was reading 400 mg/dl consistently and then dropped down to 260-280 mg/dl, and then the cgm was not showing any cgm values, however, the patient can not recall any specific details on if an error message was provided. No bg meter comparison values were reported. At an unspecified time later, the patient¿s wife could barely be able to keep the patient awake and she called emergency medical services (ems). Ems arrived and transported the patient to the emergency room. At the ER, the patient¿s bg level was 1800 mg/dl and he was admitted to the ICU. The patient could not recall the details regarding what medication or treatment he received during his hospitalization. The patient was discharged on (B)(6) 2024. The patient was "not feeling good and still recovering" at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.